Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer¿s blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue reappeared.